Event description:
Manufacturer ref# 2030404-2022-00022. During an atrioventricular nodal reentrant tachycardia ablation, the first ablation catheter was shaped and maneuvered in the target zone and the impedance was over 200 ohms. After raising the impedance limit of the generator, therapy was delivered, however, the tachycardia was unable to be treated. The device was replaced, but the issue remained and rf therapy was abandoned. The procedure was completed using a third catheter.

Manufacturer narrative:
One quadripolar, therapy ablation catheter was received for evaluation. The catheter and the thermocouples met specifications for electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported impedance and rf delivery issues and subsequent delay remains unknown.